Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/07/2025, the user reported the ilet was clipped to their waist when it fell off, pulled the site off, and hit the carpet. Subsequently, the screen was blank, showing a silver screen. The pump could not be turned on even when using the charging pad. A replacement pump was arranged. Was not affected. No symptoms, external assistance, or medical intervention occurred.